Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter's blood glucose went up to 500 mg/dl in the morning and that it was now down to 45 mg/dl. He stated that the patient has been having high blood glucose readings for a while now and that she was hospitalized for a stroke in august 2015. The customer was rehabilitating and had normal blood glucose readings until she suffered another stroke in (B)(6) 2016. The customer's blood glucose exceeded 400 mg/dl at the time of hospitalization, and her blood glucose remained high despite treating with the insulin pump. The customer had a cat scan done and the customer was treated for a stroke. Her blood glucose decreased to 75 mg/dl while she was waiting for the lab results; the cat scan results came back negative and the customer was sent home. No products were returned or replaced.